Event description:
During a colon resection the anastomosis was closed with stapler. Prior to full closure, the surgeon noted a punctate air leak in the staple line. The anastomosis was re-stapled with stapler. The pt required a return to surgery on 10/21 and a complete separation of the anastomosis was found. Cause of death was pneumonia.